Manufacturer narrative:
This report is based on information provided by a philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator/monitor indicating that the device sparked during the daily test. The alleged malfunction occurred outside of clinical use. No patient or user harm was reported. The device was evaluated onsite, finding that the device failed testing. Through troubleshooting the fse determined the parts required for repair were a pair of paddle pocket plates. The device was removed from service pending repairs. The device was not available for additional investigation. Based on the information available and the testing conducted, the cause of the reported problem was a faulty device component. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and there was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on that potential risk this complaint has been determined to be a reportable device malfunction. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device sparked during the daily test. There was no patient involvement and no harm to the user.